Event description:
During a urethra stricture release procedure, the tip of a urethrotome knife broke off. While the doctor was retrieving the broken piece, the pt moved and a false passage allegedly may have been made. A catheter was put in place to help with the healing.